Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, seal is blocked.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2024. D4: batch # a9c60z. Correction: d4. Primary UDI number. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the d5st device was returned with no damage to the external components. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the obturator was attempted to be introduced into the sleeve assembly however, it could not be introduced due to a closed duckbill. The device was disassembled in order to evaluate the condition of the duckbill and the closed duckbill was confirmed. It is possible that this event was caused by a failure to detect the closed duckbill during the manufacturing process. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.